Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : sales rep received reports of a revision hip replacement to take place of a dissociated +4 10 degree liner. I attended today and assisted in the revision. There was obvious edge loading between the cup and ceramic head as well as the liner. A zimmer g7 cup was replaced with the pinnacle cup being removed. The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_3043.jpeg, mg_3044.jpeg, img_3046.jpeg and img_3047.jpeg). The x-ray investigation revealed a dissociation between the altrx +4 10d 32idx50od and the unk hip acetabular cup pinnacle. Additionally, the photo evidence indicates a fracture on the lip of altrx +4 10d 32idx50od, and one ard delaminated from material. Broken fragment can be observed on the evidence provided. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent revision due to disassociation between the acetabular liner and acetabular cup.